Manufacturer narrative:
Concomitant medical products: logic tibial insert ps, size 5, 11mm (cat# 02-012-35-5011 /serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tka, the 78 y/o male patient has a swollen knee and during the check up it was found that the patella was loose. The patella and liner were replaced. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of both patella loosening and prosthesis wear. The patella loosening was likely due to multiple post traumatic events, patient-related conditions, and an insufficient bond between the implant and the bone. The prosthesis wear was likely due to malalignment between the femoral and tibial components, instability, third body wear, post traumatic events, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed since the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root caused associated with "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d9: device available for evaluation.